Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak in the extension tubing is confirmed and was determined to be use-related. One 4 fr d/l powerpicc sv was returned for evaluation. An initial visual observation revealed blood residues throughout the returned device. A circumferential split was observed in the extension tubing just distal of the red luer. A microscopic observation of the split along the extension tubing revealed ¿c¿ shaped impressions leading into the fracture site. The fracture surface contained striation-like patterns and radiating tear marks. White residues were observed just distal to the ¿c¿ shaped impressions along the extension tubing. The characteristics observed are indicative of a split caused by flexural fatigue, where repetitive mechanical stresses such as twisting and kinking likely contributed to the observed event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that when attempting to flush red lumen, leakage noted at the intersection where the red cap meets the line - at the most distal section of the lumen. No harm to the patient. No further information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.